Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. The device was returned for inspection and the following reportable malfunctions were identified during the device evaluation: the image is blurry. Based on the results of the investigation a definitive root cause for the could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a blurry image. There was no patient involvement.